Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00208 was sent in error. Physical defect - broken is not considered to be a reportable malfunction.

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system leaked sample due to a broken bottle. This has potential to cause injury or exposure to eyes, mouth, or other mucous membranes. There was no report of serious injury. Eua #: eua (B)(4).

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 020307962, medical device expiration date: unknown, device manufacture date: unknown; medical device lot #: 020307962, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system leaked sample due to a broken bottle. This has potential to cause injury or exposure to eyes, mouth, or other mucous membranes. There was no report of serious injury. Eua #: (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system leaked sample due to a broken bottle. This has potential to cause injury or exposure to eyes, mouth, or other mucous membranes. There was no report of serious injury. (B)(4).

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00208 was sent in error. There was no exposure to blood as sample leaked into sensor compartment in bottle, therefore, this is not considered to be a reportable malfunction.